Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps involved with this complaint and completed the device evaluation. Failure analysis found the instrument main tube was broken. The main tube breakage was located towards the middle of the main tube. No material was found missing. This type of failure is most commonly caused by mishandling / missuse.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the prograsp forceps was found to have a broken shaft. A similar instrument was used to continue with the case. The procedure was completed with no reported injury.